Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the discoloration on the inside of the lightguide lens could not be determined, however, the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable cause of the issue to be deterioration due to wear and tear and or problems such as leakage or seal deformation. The most probable cause of the issue is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovideoscope was found to exhibit a stain/discoloration on the inside of the device light guide lens. There was no patient involvement, and no harm was reported as a result of the event.